Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting exit block. An invasive procedure found fluid in the connector block. The ipg was explanted.